Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a week ago they went through security at the airport and the stimulation ran all the way to maximum. The patient said that they turned the stimulation down to 0 beforehand so that they could go through security. The patient said that afterwards, they turned it down to zero and off however when their wife, turned the stimulation on, the stimulation went straight to max. When asked, the patient said they didn't know what their typical setting was.  However, they said that their wife helped them connect to the implant. The agent reviewed airport security information. With instruction, the patient's wife connected to the implant and turned stimulation on. The patient reacted and said that the stimulation was very painful and the patient's wife, decreased until it was no longer painful, down to 1.1. The patient said that was much lower than the setting they typically kept it at. The agent reviewed general programming guidance, recommendation to try to find the lowest number/setting that was providing symptom relief. The patient would maintain stimulation level and would continue to track symptoms, which the patient said was dribbling. They confirmed stimulation in bicycle seat area and comfortable.

Manufacturer narrative:
B3.date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.